Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. In addition in situ measurements show two channels involved in a short circuit already before the reported impact due to undetermined reasons. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been confirmed yet.

Event description:
The recipient told her mother that she was suddenly not hearing anymore on (B)(6) 2020. On (B)(6) 2020 the recipient was falling on her implant site.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user told her mother that she was not hearing anymore on (B)(6) 2020.